Event description:
It was reported that patient is experiencing pain and discoloration around the chest incision site. Pt denies any recent trauma. The patient was referred for a surgical consult and assessment of the incision site. Vns was interrogated and diagnostics were observed ok. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.